Event description:
It was reported that a patient underwent a repair of an achilles&apos' tendon rupture on (B)(6) 2012 and suture was used. On (B)(6) 2012 the achilles &apos' tendon re-ruptured. The surgeon opines that this was due to an allergic reaction to the suture. The patient also experienced inflammation at the incision site. The patient sought a second opinion and is being treated with an air cast. If the rupture has not healed, the patient will required a reoperation.

Manufacturer narrative:
(B)(4) re-rupture of the achilles&apos' tendon. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: the actual device product codes associated with this event is not known. The international affiliate reports the following product code: z347h. Additional information: narrative - the patients current condition is that the tendon does not need to be resutured. Patient is able to walk with minimal weight bearing. A cellulitis was seen for at site of tear. Oral antibiotics were taken but 1 week later the cellulitis continued to progress. The tear occurred at 3 months post procedure. The doctor opines that the sutures may have started to dissolve. (B)(4).